Manufacturer narrative:
Main component of the system and other applicable components are: product ID 97754 serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead.

Event description:
A consumer via a manufacturer representative reported an explant request. The consumer reported pain at the battery site, shocking sensation, difficulty charging, and the need for an MRI. The shocking sensation was on occasion in the middle of the lower back, but the consumer indicated it was an unknown source. She stated it took hours and hours to charge; however, the clinician programmer showed the most recent charge was 1.6 hours and the battery log indicated 8 bars average coupling and less than 2 hours to reach 100%. She stated that due to comorbidity of kidney disease, she required an MRI and since her current system was not MRI compatible, she wanted the system explanted. It was noted that the consumer was involved in a motor vehicle accident a few months ago, but she stated that it did not affect the system. Impedances were found to be within normal limits and the consumer declined reprogramming. It was unknown if the issue was resolved at the time of the report and it was unknown if a surgical intervention was planned. The consumer medical history included kidney disease and back surgery.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that to the rep's knowledge as of 2016-jul-14, the cause of the pain and/or shocking had not been determined and no actions had been taken/planned to resolve the pain and/or shocking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.